Manufacturer narrative:
Patient's weight and race/ethnicity were asked but unknown. Multiple follow-ups were conducted to obtain additional information on the event; however, requested information have not been provided. Once the evaluation is completed and new information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a patient suffered an allergic reaction after wearing the astron clearsplints device. On (B)(6) 2018, the patient complained of local irritation during her visit to the dentist. Further information has not been provided yet.

Manufacturer narrative:
The astron clearsplint was manufactured per physician's prescription (rx) and returned for analysis. A visual inspection was performed on the returned device. The edge was smooth with no adjustments observed; furthermore, there were no major cracks found. The device's layers were intact and did not separate. The device was observed to be very clean, clear without any color additives and no discoloration. The case was returned in a good condition with the label. The device was returned without defect and the material has no abnormalities. This complaint will be kept on record for track and trending purposes.